Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (integrated charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to an internally open fu100 component. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger had an integrated charger problem.